Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, ce eluting coronary stent systems instructions for use, as a known patient effect. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The additional therapy is thought to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily tortuous, moderately calcified, 90%stenosed mid left anterior descending coronary artery. Following pre-dilatation with an unspecified balloon, a 2.75x28mm xience prime stent delivery system (sds) was advanced and the stent was deployed. An edge dissection was noted and an unspecified xience stent was used to successfully cover the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.